Manufacturer narrative:
Patient demographics missing from the initial 3500a were provided. A medtronic representative went to the site to test the equipment. All of the instruments tracked normally. A system checkout showed that the system was fully functional. The reported event could not be duplicated by medtronic personnel.

Event description:
A surgeon reported a cranial procedure, in which the patient was treated with a bilateral deep brain stimulator (dbs) using a nexframe and a stealthstation s7 navigation system. On the first side, the nexframe was used and registration was done with an accuracy of 0.4 mm (rsme). On the second side, during microelectrode recording, no sub thalamic nucleus (stn) was observed and macrostimulation was inconclusive regarding the electrode position. The microdriver was removed and the nexframe pointer was inserted again into the frame. When the pointer was rotated, the target was observed to move 3-5 mm which was above the acceptable accuracy. The surgeon opted to discontinue the use of navigation and a CT scan was performed. The second dbs lead was implanted the same day using a stereotactic frame. There was no reported impact on patient outcome.

Manufacturer narrative:
Patient identifier, age and weight were not available from initial reporter, or site, at time of this report. Medtronic representative following-up reported the site will not be submitting any patient exams/files to manufacturer for investigation. No further issues have been reported.

Manufacturer narrative:
Software investigation completed. This issue will be continually monitored in a medtronic software anomaly tracking database.

Manufacturer narrative:
A medtronic representative performed testing with the returned nexprobe and nexframe on a demo model and exam with a pointmerge registration. In testing, a 180 degree rotation of the nexprobe led to a 1-2 mm rotation of the trajectory. Each was less than 1mm off target, but in opposite directions.